Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturer with the available information provided. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report and there is no direct correlation with device serial numbers. The age of the baseline characteristics is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿lead related complications in quadripolar versus bipolar left ventricular leads.¿ indian pacing and electrophysiology journal 17 (2017) 3-7. Http://dx.doi.org/10.1016/j.ipej.2016.10.008.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. Patient deaths were referenced in the article; however, there was no specific device serial number correlation or any indication that the deaths were device-related. There were also ¿failed implant attempts,¿ lead ¿de-activations¿ with unknown reason indicated and lead dislodgements noted. There were also patients who experienced phrenic nerve stimulation (pns). The status of the lead is unknown. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received.